Event description:
It was reported to nova biomedical that a consumer experienced a hyperglycemic event because she inadvertently shut off her implanted insulin pump. Trouble showed the meter and strips to be performing as intended. The consumer was aware of the error made. The meter and test strips will not be returned for eval. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.